Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was found to have curved blade broken at the base. A piece approximately 14.0 mm x 2.1 mm was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during da vinci-assisted total gastrectomy surgical procedure, the blade of a harmonic ace instrument fractured. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken part of the harmonic ace instrument's tip was completely detached, but no fragment fell into the patient. The instrument was inspected prior to use, and no damage or anything out of the ordinary was noted. The issue occurred during a dissecting task, and the surgeon attributed the breakage to product quality issues. The instrument was in use for one hour before the issue arose, and no functional issues were noticed during the procedure. There was no collision with other instruments or hard materials, and no photographic images or video recordings are available for review.